Event description:
We received an allegation about discrepant hba1c results from 3 patients' samples tested on a cobas c503 analytical unit when compared to a high-performance liquid chromatography (hplc) technique. Sample 1 (patient 1): initial result: 13.8 %. Repeat result: 5.3 % (tested with hplc). Sample 2 (patient 2): initial result: >20.1 %. Repeat result: 12.0 % (tested with hplc). Sample 3 (patient 3): initial result: 11.0 %. Repeat result: 7.4 % (tested with hplc). No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The hba1c reagent lot number was 78284801 with an expiration date of 31-may-2025. The investigation is ongoing.

Manufacturer narrative:
The customer indicated that clct.e alarm was generated on some of the results. The field service engineer checked the analyzer and found that the cuvette washing caused liquid to overflow affecting the neighboring cells. He performed adjustments for the cuvette washing. The root cause was due to a misadjusted cuvette washing causing an overflow. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.